Event description:
It was reported by the patient that she believes her vns generator has reached end of service. She has not seen her neurologist since (B)(6) 2009 because the physician is no longer part of her hmo. The patient believes her generator is dead because she no longer experiences voice alteration and she feels that her depression has been worsening for the last 6 months. Additional information was later received indicates that she has seen a new neurologist and being referred for vns generator replacement. Attempts for further information have been unsuccessful to date.